Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a generator change procedure. Interrogation revealed that the right atrial lead exhibited oversensing of noise leading to an inappropriate automatic mode switch. The lead was capped and replaced on (B)(6) 2021. The patient was stable.

Event description:
New information received notes that the lead exhibited insulation damage.